Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited loss of capture and high out-of-range pacing impedance, so it was programmed off. The lead was capped and replaced (B)(6) 2021. The patient was stable.